Manufacturer narrative:
Analysis of the returned device is complete. The results are below: a review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the pump was received, visually inspected, and there was corrosion inside of the battery compartment. A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. The reported issue of corrosion in the battery compartment is confirmed. The pump does not meet passing criteria. No root cause can be determined.

Event description:
Infutronix received a complaint from a clinic building building service coordinator reporting "corroded in battery compartment". The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.